Event description:
The customer reported that the jaws of the device would not open after the knife blade was triggered. Additional resection was necessary in order to remove the jaws from pt tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.